Manufacturer narrative:
The customer contacted a siemens customer care center. A siemens customer service engineer (cse) was dispatched to the customer site. Siemens has reviewed the complaint information and is unable to determine if foaming, weak sample mixing or reagent delivery issues occurred based on result monitors without data. The customer observed that the test result was flagged with abnormal assay flag. The following instrument health report (ihr) errors were posted on 2019-06-13: sample probe 1: pressure transducer: clog detected; aliquot probe: arm: insufficient sample in tube (low fill). A siemens customer service engineer (cse) was dispatched to the customer site, and instrument maintenance performed. A bent aliquot probe was observed and replaced. The s2 mixer was checked and replaced due to a failed service method mix test. All alignments were performed and rerun of the service method tests were acceptable. A quality control (qc) check was performed and was within acceptable qc ranges. Based on the information provided, the cause of the discordant carbon dioxide (co2) patient result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low carbon dioxide (co2) result was obtained on a patient sample on a dimension vista 1500 instrument. The customer observed an abnormal assay flag and retested the same patient sample on an alternate dimension vista instrument, resulting higher. The higher repeat result aligned with the clinical picture of the patient. The customer did not confirm if the higher repeat result was reported to the physician(s) as the correct result. There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant carbon dioxide (co2) result.